Event description:
Same case as: 2134265-2011-01261. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck. The operator said that the burr became stuck upon retrieval and thought this was the fault of the foot pedal. No patient complications were reported. Additional information has been requested, but not obtained.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)